Manufacturer narrative:
At this time the customer will not be returning the device for eval. The device passed testing at the user facility and was returned to clinical svc. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pump did not deliver. The pump was returned to the recovery care nurse mgr's office with a note indicating the "IV bag full, but pump read intake; not infusing IV." No specific pt info, pump programming, or event details were provided. During testing at the user facility, the pump passed testing. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.